Event description:
The customer reported via phone call that the insulin pump had a rf interference anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that they trying to upload the insulin pump and was unsuccessful. The customer stated that the issue has been occuring for a long time. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unable to download properly due to a47 alarms noted in alarm history. A47 alarms due to corrupted history files. Cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.